Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump had keypad anomaly. The customer's blood glucose level was unknown at the time of the incident. The customer reported that the buttons were less responsive and act button was harder to press and sometimes had to press twice. The customer also reported that there were scratches on the screen which effected the visibility, there were cracks in casing and battery threading. The clip did not stay on due to the teeth broken. The insulin pump will not be returned for analysis.